Event description:
As reported, the patient had an initial right tka on (B)(6) 2021. The patient complained of pain and had unsatisfactory issues with the knee implants. Due to the recall, the patient was revised on (B)(6) 2022. The surgeon used competitor implants for the revision. No other patient information/medical history provided.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 02-020-11-0325 - truliant ps cem fem ps cem right sz 2.5 6963683, 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t 6994175, 200-07-29 - advanced patella 29m 3 peg implant 6777251. Recall: z-0023-2022.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision for pain cannot be conclusively determined, however, it is most likely related to the patient¿s underlying condition.